Manufacturer narrative:
(B)(4). Lot number: unk, possible lots include 131210, 355340, 674780, 674800. The user facility is foreign; therefore a facility medwatch report will not be available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip fractured while drilling the pilot hole. There was no foreign body retention and the procedure was completed using an alternative drill without trouble and without surgical delay. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed, as the drill was visually evaluated and found to have a transverse fracture through the flutes near the neck. The c of c, material certs, and process certs were reviewed for this lot, no non-conformances were found. There are no indications of manufacturing defects. For this part (01-7144) and the previous one year (from the notification date), there is a complaint rate of 0.105% for fracturing of the drill, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force, as fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.